Manufacturer narrative:
The oad was returned without the original guidewire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the proximal edge of the crown and driveshaft. After the biological material was removed, examination in the area did not reveal any damage that would have contributed to the accumulation. The outside diameter (od) of the driveshaft and crown were measured using a calibrated dial caliper and met the drawing specifications. The placement of the crown and driveshaft dimensions also met the drawing specifications. An in-house 0.012" test wire was loaded through the device with slight resistance met in the area of the adhered biological material. When tested, the device spun at low speed and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing, the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. As the original guidewire was not returned for analysis it could not be determined whether or not it was damaged or if it contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation, the root cause of the perforation could not be determined. Analysis identified adhered biological material on the proximal edge of the driveshaft and crown; however, the device did not exhibit any damage that would have led to the difficulties experienced during the procedure or the noted biological material accumulation. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 90% stenotic and was located in the right coronary artery (rca). The physician used a 6fr introducer sheath and a whisper guidewire to access the lesion. The whisper guidewire was exchanged for a csi viperwire guidewire and the oad was loaded onto it. The physician performed two runs at low speed (26 seconds and 31 seconds) and one run at high speed (26 seconds). Post-atherectomy angiography revealed a perforation in the rca. The physician resolved the perforation via balloon angioplasty (@ 10atms for 10 minutes) followed-up with placement of 2 stents. The patient status remained stable throughout the procedure.